Event description:
It was reported that patient underwent left total shoulder arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was preformed on (B)(6) 2015 due to loosening of the glenoid component. All component's were removed and replaced with a reverse shoulder as the patient's rotator cuff was not functioning properly.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity."